Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted 5 days ago and their symptoms had not been helped yet. Every time the patient went they were leaking. The patient thought maybe it was because they had been turning stimulation off and on. The patient needed major help with the patient programmer and their health care provider (hcp) told them to play around with the 4 programs. The quick guide was confusing and the instruction the patient got was not helpful. After syncing, the patient was on program 3 at 1.5v and turned stimulation on. Stimulation was too strong and the patient turned it down to 1.25v and checked to see if they were comfortable sitting, standing, and walking. Additional information received from the consumer on (B)(6) 2016 reported that she had trouble setting the implant. The patient was having problems with their implant. They tried numerous settings and none seemed to work after a few hours. She had tried all the programs and increased stimulation as high as it would go on all the settings but the patient was still leaking like crazy. The patient could not make it to the bathroom without leaking. As soon as she got the urge to go, she would start leaking even before she got to the bathroom, which was about 20 steps away. The trial worked perfect. Once she had the device implanted, it worked for a while but then it just got worse and worse constantly. She met with the manufacturer representative (rep) in (B)(6) 2015 regarding the issues and the patient told the rep that the symptoms were not really better. Additional information received from the patient (B)(6) 2016 reported they had a problem with their device and it had never worked. The programs have been changed 3 times and yet did not work. The temporary worked wonderful - the permanent not at all. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.